Event description:
It was reported, the reaction time of the programmer wasn't that good and sometimes it blinked but nothing happens. It was stated all 3 green lights were illuminated and solid. The caller was able to successfully adjust stimulation, but reportedly met with the representative the week prior to report and had to reprogram stimulation. The representative ¿shut off¿ 1 of the 2 wires, and stated there was degradation on "one of the tines" and would replace the implantable neurostimulator (ins). It was stated, the batteries were removed from the programmer and a self test was preformed which was successful.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3093-28, lot# j0454981v, implanted: 2005 (B)(6); product type lead (B)(4). The device was used for an off label indication.